Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sterilized water leaked from the foley catheter balloon on the day of use.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and entered the drainage funnel at the bifurcation, indicating lumen to lumen leakage. This does not meet the specification "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed." A potential root cause for this failure could be ¿misalignment of the pin guides¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure.corrections: d, f, h.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the sterilized water leaked from the foley catheter balloon on the day of use.